Event description:
It was reported that the stent appeared to measure 53mm instead of 40mm as stated on the package label. No patient complications were encountered in placement and no additional complications were reported.